Event description:
It was reported that this pacemaker was found to be operating in safety mode. This pacemaker was subsequently explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported. This pacemaker has not been received for analysis.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. This pacemaker was subsequently explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported. This pacemaker has not been received for analysis. The "cause not established" investigation conclusion code was selected based on analysis evidence indicating the device had a battery anomaly. However, detailed analysis of the battery was unable to find a cause, and the device hybrid current was as expected.